Event description:
A malfunction alarm was reported by the customer. There was no reported impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully reset it without recurrence of the malfunction code. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.